Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was received and forwarded to the supplier for evaluation. The device shows signs of activation with blackening/charring on the section of active tip that remains in the device. The suction tube shows evidence of debris inside the tube, suggesting that the suction function of the device had been working. The ceramic displays signs of use. The active tip is broken at the midpoint of the tip face. Continuity and hipot tests were performed between the distal tip components and the cable plug connections. All these tests passed. Flow rate testing was performed on the device and the flow rate was below that of the minimum specification. The handle of the device was opened, and the valve slider body was removed, to expose the suction tube and the valve. On initial inspection, some debris was noted within the valve body and surrounding tube. The valve was completely removed from the device. Remnants of debris/tissue were recorded within the valve body. This debris was removed, and the valve was re-inserted into the device. After removing the debris from the valve and additional flow test was conducted. This resulted in a flow rate which is within the specification. When plugged in, the generator displayed all the correct defaults and activated in saline for 1 minute in both cut and coag modes. No issues were identified. The device successfully activated in cut and coag modes at max and min settings. The distal portion of the active tip has fractured and become detached at the midpoint of the tip face. It is not possible to determine what has caused this fracture to occur. There are no signs of misuse on the returned device to suspect excessive force has been used. The initial flow rate achieved was below specification, and with further investigation was deemed to be because of an obstruction within the valve body. This complaint can be confirmed. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of devices was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dis-similar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) unknown. Expiration date currently not available.

Event description:
Surgeon: (B)(6). Procedure: shoulder stabilisation. Vapr tripolar was being used during a shoulder stabilisation and while in use the active tip fell off into the patient. The surgeon tried to retrieve the tip but could not. 10 minute delay to procedure. Ae to patient: active tip left in patient . (B)(6) was not present in the case and received information from the hospital.